Event description:
It was reported that a revision surgery was performed. It is unknown when was this noticed.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection confirms the ankle clamp is broke into two pieces. Both pieces were returned for evaluation. The device was manufactured in 2016 and it shows signs of significant wear/usage. A clinical evaluation was conducted for complaint (B)(4) and without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.